Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that the patient's one touch ultra2 meter (serial number not provided) was reading inaccurately high. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The reporter stated that the patient was "feeling badly" (did not provide any specific symptoms). The result obtained on the reported meter was 72 mg/dl (unknown if he tested prior to, during or after "feeling badly"). Emergency services were called (time frame not known) and the result on their meter was 27 mg/dl. The reporter did not know what treatment the patient received. During troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). However, it was discovered that the meter was not coded correctly to match the code on the test strip vial (use error). Troubleshooting could not be completed after that since the call was disconnected. Therefore, there is no further information regarding the patient's testing technique, test strip information and quality control check. Although there is insufficient information provided regarding the events leading to the patient "feeling badly" and the ems visit, this complaint is reported because the reporter alleged the patient obtained a result of 72 mg/dl on the reported meter and later experienced hypoglycemia (ems meter result was 27 mg/dl). The meter was not coded correctly (use error).